Event description:
The pt informed the mas that on 01/18/06 in the morning (around "7:am") with a result of 102 mg/dl she was feeling a "little queasy at that time, but not uncomfortable. She proceeded to take her morning set amount of novolin 70/30 insulin (33 units) and ate breakfast. The pt's diabetes medication regimen also include oral medication (actos-at bedtime, and 70/30 insulin 26 unit at night) she is not on a sliding scale. Around 11:00 am, she started experiencing blurred vision, vomiting, and was disoriented. She tested on the subject meter and received a result of 144 mg/dl. She did not feel that the result was right and asked her husband to drive her to the emergengy room. Upon arrival at the hosp, her blood glucose on the ER meter was 480 mg/dl. She was given a shot of insulin and kept there under observation for 3 hrs. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good conditions and within the expiration date. She was walked through a check strip test, which passed within range. The pt informed the mas that she did not have any control solution, but when she had performed a control solution test last week, it was low out of range. This compliant is reported because the pt's blodd glucose result on the subject meter did not correlate with the symptoms she experienced at the time or the ER meter result and insulin treatment received. A replacement meter, control solution, and test strips were sent to the lay user/pt.